Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient had high blood glucose and redness around the cannula. The patient was provided with autocorrection for high blood glucose level of 298 mg/dl. It was confirmed that the patient was hospitalized/emergency medical treatment was required due to blood glucose value. No further information available.